Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction for a patient with a known anti-big e antibody when testing with the 3% surgiscreen lot#3ss560 exp. 12.25.2018 in use since (B)(6) 2018 customer reports this occurred when doing a validation and comparison tube testing between ortho 3% surgiscreen cells and competitor's screening cells. On (B)(6) 2008 known anti-big e antibody patient's sample, ortho sc#2 r2r2 negative , competitor sc with homozygous big e 1+. Daily quality controls pass for ortho and competitor cells customer reports that all patients mentioned above were also tested in ortho vision giving stronger reactions as compared in tube. The customer does not have different lot of screening cells to do troubleshooting issue started on: (B)(6) 2018 , methodology used: tube . Incubation time (for manual test only): 10min . Pattern observed: n/a . Error code: no errors . Reaction grade obtained: negative . Customer was expecting: positive . Test repeated: no . Result obtained by repeating: n/a . Method used to repeat: n/a. Sample type: edta . Tsc confirmed that no other discrepancies have been noted to qc or any other patient testing. All screening cells listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications. Tsc discussed how each lot# of their 0.8% surgiscreen are different donors with different antigens that may not react consistently between lots. Customer indicates their understanding of the discussion. Tsc requesting additional information such us enhancement solutions, incubation time, extended phenotype of the competitor's screening cells. Customer agreed to provide information. Update 20dec2018: tsc called customer back. Customer reported that with the new lot of screening cells and new patient samples she has not had more issues. Customer also add that because she has no more samples she couldn't repeat testing with new screening cells. Customer unable to replicate the issue.